Event description:
It is reported the end-user applied the product to her anal area and subsequently noted the area was red and itchy. She was advised to discontinue using the product and follow up with her health care provider is there is no improvement. The end-user was prescribed (B)(6) powder a year ago for an unrelated issue and applied it to the area. She stated her home health nurse will visit on (B)(6) 2014 and will evaluate the area.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted.